Event description:
During a dual chamber ICD implantation after both the right ventricular (rv) and right atrial (ra) lead were positioned and measured, lead parameters were obtained and found optimal through the program electrical stimulator analyzer (psa) and the recording of intracardiac electrogram. A new st jude ICD was brought to the field and attached to the ra and rv leads. The rv intracardiac electrogram showed cross talk between the rv and the ra leads (the ventricular channel detected the atrial pacing spike as a ventricular sense event), this was only seen when the ventricular lead was attached to the device header. Multiple maneuvers were done to clarify the source of this issue to include, multiple repositions of the leads, intracardiac electrogram evaluations with the rv attached to the psa while pacing from the ra through the index device at the highest output as well as high output rv pacing and eval of the ra electrogram and the crosstalk was only noted when the rv lead was attached to the ICD. After discussion with a second electrophysiologist and the company's engineers, the decision was to detach the index device and bring another new ICD to the field. The issue was not seen with the new ICD and the index ICD was returned to the company for further eval. The pt suffered no clinical sequelae associated with this event with the exception of prolongation of procedural time.